Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: due to a component failure. In addition, the following reportable malfunctions were identified during the device evaluation: olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had errors b30 and e216. There were no reports of patient harm.